Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mitral and valvular change procedure, when the surgeon closing the skin, the device needle detaches from the thread when making the minimum traction. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.